Event description:
The customer contacted baxter's technical service center to report system error 2240 on the homechoice (hc) machine during use, patient connected in dwell. The home patient (hp) stated that they had been getting the alarm too many times. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The report of the system error 2240 was confirmed, and the root cause was undetermined. The issue is being investigated through CAPA.